Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, there was inconsistent and varied sensing and impedance test values. It was also reported that the ipl encountered placement difficulty. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.